Event description:
It was reported that the patient, that is enrolled in the (B)(6) clinical trial, experienced worsened neuropathic left lower extremity pain. The patient was prescribed non-opioid medications. The patient's stimulation was not yet turned on. The event is resolving. The non-serious adverse event was reported as causally related to procedure and not related to device hardware and or stimulation.

Event description:
It was reported that the patient, that is enrolled in the (B)(4) clinical trial, experienced worsened neuropathic left lower extremity pain. The patient was prescribed non-opioid medications. The patient's stimulation was not yet turned on. The event is resolving. The non-serious adverse event was reported by the investigator as causally related to procedure and not related to device hardware and or stimulation. Additional information was received that the event resolved.